Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4).

Event description:
It is reported the tip of the elevator broke during use. The broken piece was removed from the patient's mouth; there was no delay that exceeded thirty minutes and no injury.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection of the instrument revealed minor scratches along the length of the instrument (mainly around the handle), a piece of blue tape wrapped around the instrument, and a fractured tip; therefore the complaint is confirmed. The most-likely cause for the complaint was determined to be excessive force experienced at the tip. The device history records were reviewed in the evaluation and no non-conformances were found. There are no indications of manufacturing defects.